Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported patient with a retained pillcam sb3 capsule. Patient later confirmed natural excretion of capsule. No further information available at this time.